Event description:
A technician reported loss of suction occurred during a flap procedure after laser fired on a pt's eye. Reporter indicated suction loss occurred at 15% completion, pt interface was exchanged, and procedure completed with no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).